Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure. Intraoperatively, during the period between 23 and 35 minutes, the bone cement leaked into the canal. The patient was asymptomatic. Patient outcome "was very well." No further information was reported.

Manufacturer narrative:
Eval method: follow up with company representative.